Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead may have moved in the pocket as the patient can see it through the skin. Boston scientific technical services (ts) referred the patient to the physician. As of this time, this lead remains in service. No adverse patient effects were reported.